Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accutni (troponin I) results generated on the access 2 immunoassay system for multiple pts. The initial erroneous results were reported outside the laboratory. It is unk how many pts were admitted to the hospital due to the erroneous accutni results. No further info is available relating to any further treatment or care. It is therefore unk if any further treatment or care was provided as a result of the hospitalization.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not investigate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable event.